Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported phenomenon was unable to be confirmed at our repair center's test. Retrieving an event log at the time of the phenomenon occurrence was tried, but the event log had been written incorrectly and an error that caused operation anomaly was unable to be identified. Given that the event log was written incorrectly, there was a possibility that the reported "ventilator inoperative" occurred because an anomaly in the cpu and memory on the main board caused data communication/writing within the device to do incorrectly. In order to resolve the phenomenon, the software was upgraded to the latest version.